Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 39 mg/dl. Customer also reported other blood glucose levels such as 155 mg/dl, 120 mg/dl, 70 mg/dl, 64 mg/dl, 59 mg/dl. Customer treated for their low with candy and pancake syrup. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump was not on over delivering. The customer reported that insulin pump was on auto mode. The pump will not be returned for analysis.